Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and insulin pump had scratches on screen which make it hard to read the screen. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm and no unexpected battery power loss anomaly during test noted. Motor passed motor test. Device received with cracked battery tube threads. Minor scratched lcd window, cracked reservoir tube lip and stripped battery cap coin slot. (B)(4).